Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the symptoms started about 2 months after she had her bladder fixed. She began with the pain and burning, it is day and night bad pain and burning really bad stopping her from living a normal life. She has seen two different doctors for the symptoms in 2009, and another doctor on (B)(6) 2011 since the surgery due to the burning and pain. It was also reported that patient had colon biopsy (B)(6) 2012. It was reported 2007 on disability for emphysema. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information